Event description:
It was reported that noise was observed on both the atrial and right ventricular channels of the pacemaker that was sensed and led to pacing inhibition of less than three seconds. The noise appeared to be due to electromagnetic interference and was not reproducible in-clinic. The atrial and rv sensitivities were fixed and lead parameters were stable. The patient was dependent; however, asymptomatic. The pacemaker remains in service.